Event description:
It was reported that the customer had a blood glucose level of 475 mg/dl. Standard troubleshooting was performed. It was discovered that the customer's infusion set's cannula was bent. The customer also stated that her insertion site was swollen. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.